Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer reports: "the hamilton c6 ventilator machine turned off completely while attached to the patient. A distinct alarm was heard and the screen of the machine went off with a caution."

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. This is the correct case with the correct (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: note: this report was created with a false cer number: cer (B)(4). This one can be considered as closed. The follow up report to the correct case is in (B)(4) MDR_3001421318-2024-02076.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer reports: "the hamilton c6 ventilator machine turned off completely while attached to the patient. A distinct alarm was heard and the screen of the machine went off with a caution."

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer reports: "the hamilton c6 ventilator machine turned off completely while attached to the patient. A distinct alarm was heard and the screen of the machine went off with a caution."